Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/21/2018 and strip open date is (B)(6)2015. Reviewed meter memory (date not set): a 218mg/dl (B)(6)2015 02:12:00 pm fasting:no. A 110mg/dl (B)(6)2015 11:31:00 am fasting:yes. A 154mg/dl (B)(6)2015 12:24:00 pm fasting:no. A 143mg/dl (B)(6) 2015 12:21:00 pm fasting:no. A 167mg/dl (B)(6)2015 11:16:00 pm fasting:no. Customer called stating that on (B)(6)2015 he had a doctor visit around 4pm and a blood test was ran resulting at 174mg/dl. A comparison test was performed using the true result device and the meter read 135mg/dl. Customer stated that fasting his results are 110mg/dl to 120mg/dl but after eating within or less than 2 hours he ranges from 130mg/dl to 240mg/dl. Customer explained that he does follow medication therapy for his diabetes. Customer states that he stores his supplies in the bedroom. Customer did perform back to back test; 100mg/dl and 97mg/dl.